Event description:
It was reported pt fell in 2002 and sustained an intertrochanteric fracture on their right hip as a result. Surgeon reported that he used a gamma nail to stablize the fracture. Pt subsequently developed bursitis of the right hip. Surgeon reported four months later that there was a non-union of the fracture. The fracture reportedly remained a non-union, and sometime shortly in 2003, pt's x-rays showed a fracture of the gamma nail. Pt reported that three months later, their new dr, removed the pin, ahd implanted a plate to treat the non union of the fracture.